Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. The customer's device will not be returned for evaluation. The device reached end of service life and it can not be repaired. The customer was advised to pull device from service. A cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device would not recognize the pads connected on a patient. In this state, the device may not be able to provide defibrillation therapy, if it were needed. This issue is patient related; however there was no adverse patient outcome reported.